Manufacturer narrative:
1/29/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
During a abdominal hysterectomy procedure, bleeding was observed at the sutured site. The surgeon observed loosened knots and attributed the bleeding to the knots. The surgeon applied add'l suture. No pt injury reported.